Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose level between 212-400 mg/dl. Reportedly, the t:lock/luer lock connection was not straight/secure. Reportedly, customer delivered a correction bolus to resolve issue.